Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, on the first firing of antrum of the stomach, the device had an unknown issue. Another reload and sutures was used to complete the case.